Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room with syncopal episodes. Further investigation found that the patient's right ventricular lead's pacing impedance measurements more than doubled. Lead also exhibited intermittent capture. Lead was capped and replaced on (B)(6) 2020. Patient was stable after the procedure.